Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with erosion where the device was protruding through the skin. Blood cultures revealed unrelated e. Coli infection. The physician did not believe that the unrelated infection caused device erosion. There was no vegetation on the leads. The entire system was explanted. System re-implant will be scheduled after the infection is cleared. The patient was stable throughout the event.